Manufacturer narrative:
The instrument has been investigated. The field svc engineer evaluated the instrument and found dried serum on the collet and sleeve in the problem area of the pipetter assembly. The instrument was cleaned, tested without further problem, and returned to svc.